Event description:
Philips received a complaint from the customer on the v60 indicating that the device will power on normally but does not turn off. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the customer stated that the device was down. The fse replaced the pm pcba. The fse confirmed that the device successfully passed performance verification testing (pvt) and returned the device to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.